Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer's touchscreen was cracked and it was unresponsive. The customer's blood glucose was not impacted as the basal was being delivered by the pump and insulin pens were being used to deliver a bolus of insulin.